Manufacturer narrative:
On december 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient actually underwent unilateral device removal and replacement on the left side with a 460cc saline mentor smooth round high profile breast implant, catalog number 3503460, on (B)(6) 2020. The right-sided device underwent breast wound closure. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, infection and device extrusion. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 460cc saline mentor smooth round high profile breast implant on the left side and an unspecified saline mentor breast implant on the right side. The patient experienced multiple bilateral wound openings and device extrusion on the left side resulting in deflation and infection on the left side postoperatively. The physician performed various wound closures, but the wounds would not remain close. As a result, the patient underwent bilateral device removal and replacement with 460cc saline mentor smooth round high profile breast implants, catalog number 3503460 on (B)(6) 2020. This report is for the patient's left-sided device.